Event description:
This case was initially received via (B)(6) ((B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implants placed in the fallopian tubes but also in the uterus") and allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2008, the patient experienced ear disorder ("ear-nose-throat problems"), nasal discomfort ("ear-nose-throat problems"), oropharyngeal discomfort ("ear-nose-throat problems"), respiratory disorder ("respiratory problems"), endocrine disorder ("endocrine problems"), cardiovascular disorder ("cardiovascular problems"), musculoskeletal disorder ("musculoskeletal problems"), nervous system disorder ("problems on both central and peripheral nervous system") and skin disorder ("dermatological problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and rubber sensitivity ("allergy to thiuram mix and latex"). The patient was treated with surgery (fallopian tubes and uterus were removed). Essure was removed. At the time of the report, the device dislocation, allergy to metals, ear disorder, nasal discomfort, oropharyngeal discomfort, respiratory disorder, endocrine disorder, cardiovascular disorder, musculoskeletal disorder, nervous system disorder, skin disorder and rubber sensitivity outcome was unknown. The reporter provided no causality assessment for allergy to metals, cardiovascular disorder, device dislocation, ear disorder, endocrine disorder, musculoskeletal disorder, nasal discomfort, nervous system disorder, oropharyngeal discomfort, respiratory disorder, rubber sensitivity and skin disorder with essure. The reporter commented her general health status worsened since the placement of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1332 cases. Allergy to metals. The analysis in the global safety database revealed 291 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.